Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient said the circumstances that led to the poor communication and poor recharging coupling bars was that they fell and landed on that portion of their body and when they tried to charge it at first it had 6 bars but they turned the antenna and it went blank on all communication indicators. They tried turning antenna in all positions with no charge. Patient said the issue has not been resolved patient has an appointment on jan (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins)for spinal pain. It was reported that the patient was getting press synch on his patient programmer and he tried recharging and his recharger had only six bars and he usually gets ten. The patient rotated the antenna dial and got no continuity at all he switched the antenna again and got nothing and switched it again and got nothing. The patient said they fell on tuesday, (B)(6) 2017 real hard on the device side. Patient indicated the device hurt for a while after the fall and was sore for a day or two. The patient was able to successfully charge their device a little over a week or two from this report. Troubleshooting was done and the patient was not able to communicate with another external device. The patient got poor communication with patient programmer. Troubleshooting did not resolve the issue. No ins pocket concerns were mentioned. Patient redirected to health care professional. Patient also indicated that one time he let his ins go dead and he had to have it be jumpstarted. No further patient symptoms or complications were reported in this event.